Manufacturer narrative:
(B)(4). This is s report of a patient who experienced a system error 2240 alarm due to a use error further described as a patient had an open clamp on an unused supply line during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of five in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that a clamp was open on unused supply line. The technical service representative explained the alarm to the patient and assisted in clearing the alarm. The patient was to complete therapy manually for tonight. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.